Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a rotawire device. Visual inspection of the analysis of the returned product revealed that the rotapro and rotawire came connected to each other with 149cm of the rotawire coming out of the guidewire lumen of the advancer. The burr catheter was separated from the advancer; however, the spring tip of the guidewire was stuck in the burr and unable to be removed. There was no damage noted to the rotapro device. The spring tip of the rotawire was stretched.

Event description:
It was reported that the burr became stuck on the guidewire. The 95% stenosed target lesion was located in the severely calcified, and an acute bend on the left main coronary stem (lms) into left circumflex artery (lcx) and tortuous proximal vessel. A 1.25mm rotapro with rotawire were selected for an atherectomy procedure in the proximal left circumflex artery (lcx). During the procedure, a pecking motion was used for advancement and the rotapro burr had difficulty to load on the rotawire. The burr was loaded on to the rotawire with much difficulty. The transmission of the burr was not smooth. After two ablations runs the burr became stuck on the guidewire near the ostium and it could not be removed. The burr catheter and the guidewire were removed together as one unit from the patient. The burr was able to be removed from the rotawire with large force. The procedure was completed successfully with another 1.25mm rotapro and the same rotawire. There were no patient complications and the patient's status was stable post procedure.

Event description:
It was reported that the burr became stuck on the guidewire. The 95% stenosed target lesion was located in the severely calcified, and an acute bend on the left main coronary stem (lms) into left circumflex artery (lcx) and tortuous proximal vessel. A 1.25mm rotapro with rotawire were selected for an atherectomy procedure in the proximal left circumflex artery (lcx). During the procedure, a pecking motion was used for advancement and the rotapro burr had difficulty to load on the rotawire. The burr was loaded on to the rotawire with much difficulty. The transmission of the burr was not smooth. After two ablations runs the burr became stuck on the guidewire near the ostium and it could not be removed. The burr catheter and the guidewire were removed together as one unit from the patient. The burr was able to be removed from the rotawire with large force. The procedure was completed successfully with another 1.25mm rotapro and the same rotawire. There were no patient complications and the patient's status was stable post procedure.